Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the mouthpiece melted during sterilization with an autoclave set to 132-134 for 5 minutes. The issue was found during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that excessive temperatures in the autoclave contributed to the reported deformation of the mouthpiece. Olympus will continue to monitor field performance for this device.